Event description:
It was reported that the ilet displayed three dashes in the circle menu indicating loss of glucose data after a supply change, and the user experienced signal loss from a dexcom g7 sensor to the ilet only while on a call readings later appeared on the ilet and the user declined further assistance. Symptoms included no reported clinical effects. Outcomes included no interruption of activities of daily living and no medical intervention. Investigation included technical review and user education and troubleshooting. Investigation of this case revealed that signal communication between the cgm and ilet was temporarily disrupted and then restored, with no device malfunction confirmed. It was concluded that the event was consistent with intermittent cgm-to-ilet communication loss and required no further action.